Event description:
The account alleges when attempting to split the sheath the valve will not split. No patient injury reported.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint as reported was observed. The foam cap of the device was not fully split in half, and the halves did not remain fully seated in the hub of the device. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.